Event description:
It was reported that the patient presented to the emergency department (ed) with syncope caused by the patient's right ventricular (rv) lead not pacing for a period of time. The rv lead had high and rising thresholds as well as oversensing noise. While in the ed, the rv lead delivered one inappropriate shock. The rv lead was programmed off and subsequently explanted and replaced. It was also reported that the patient's implantable cardioverter defibrillator (ICD) inhibited pacing. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: 4058m58 lead implanted: 1993-(B)(6). (B)(4).